Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial# unknown, product type: screening device. References the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient stated the location of the ens device is causing her pain. Patient described this pain as the device was pinching her. Patient mentioned having a lot or pain and soreness. The patient believes that the leads moved or came loose as her symptoms suddenly returned after she was doing well at the beginning of the trial. No further complications were reported.